Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record and complaint history could not be conducted. Customer was sent the rst processing poster by technical services and will share with staff. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using unspecified bd vacutainer® rapid serum tube blood collection tubes fibrin formed. The following information was provided by the initial reporter: customer complained of fibrin formation in the bd vacutainer rst tube which impacts test result. Its been happening for a while. She is not sure if it is from the tube. No product number was provided.